Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g358 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g358 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). Date of report: 01/09/2019.

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated approximately 170 ml whole blood was processed at the time of the break. The customer stated the base of the centrifuge bowl was still contained in the bowl holder. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned the kit for investigation.

Manufacturer narrative:
The complaint kit and smartcard were returned for investigation. A review of the data recorded on the smartcard shows prime was completed and blood collection was started. The data recorded on the smartcard verify an alarm #7: blood leak (centrifuge chamber) was received at approximately 222 ml of whole blood processed. The returned kit was examined and found the centrifuge bowl base had separated from the outer bowl completely. The drive tube component of the kit was intact with both drive tube bearings still connected to the drive tube. A material trace of the bowl assembly and its components used to build lot g358 found no related nonconformances. A device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a separation of the outer bowl and bowl base. The cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. Mc: (B)(4). P.t. 02/01/2019.